Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.037.025, lot: l778823: manufacturing site: bettlach. Release to warehouse date: april 06, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: visual inspection of the complaint device showed the distal tip threads were rounded and stripped. The proximal threads were undamaged. A functional assessment was performed on the complaint device with the returned mating device. The devices were able to assemble smoothly without problems. The complaint condition could not be replicated. The complaint device was unable to be tested with a screw mating component as one was not returned. A dimensional inspection was not performed due to post-manufacturing damage. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. This complaint is confirmed as the distal tip threads were rounded and stripped. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on january 19, 2021, the screw inserter was disformed. Upon insertion of the lag screw using the screw inserter the insertion t handle device became unattached from the lag screw and prevented further insertion. The t handle inserter and coupling screw were inspected and seemed to be disfigured. It is unknown if there was a surgical delay. The procedure outcome was unknown. No patient consequences. Concomitant device reported: helical blade/screw coupling screw (part: 03.037.026; lot:3l89171; quantity: 1) locking device for screw only aiming arm (part: 03.037.140; lot:9708261; quantity: 1) screws: lag (part number unknown, lot unknown, quantity 1) this report involves one (1) screw inserter. This is report 4 of 4 for (B)(4).